Event description:
During the unpacking of the device, it was reported that the thumb grip and top part of the handle were protruding through the pouch. The top part of the handle was protruding through a seam in the seal, breaking the seal. The other pouches in the outer box had intact seals. The event did not involve any patient.